Manufacturer narrative:
Exact date of event is unknown but best estimate is (B)(6) 2017. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis symfony toric model zxt225 23.5 diopter intraocular lens (iol) was explanted from a patient¿s left operative eye as there was unexpected post of refraction. The explant was exchanged for a zct150, 22.5 diopter. It was reported the patient still needs glasses for the far vision. Pre-op refractive measurements: + 2.25 / 106. Post op refractive measurements: -1.0dpt sph/ -0.75cyl in 51°.

Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.